Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint having issues with flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris secondary set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: we are having issues getting our acetaminophen glass bottles to flow with just opening the vent on the secondary tubing set, therefore we are needing to a vented adapter. We had a couple rns try not using the adapter and only opening the vent on the tubing set and they couldn't get it to flow.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris secondary set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: we are having issues getting our acetaminophen glass bottles to flow with just opening the vent on the secondary tubing set, therefore we are needing to a vented adapter. We had a couple rns try not using the adapter and only opening the vent on the tubing set and they couldn¿t get it to flow.